Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported ¿medivator automatic endoscope reprocessor (aer) could not reprocess¿ issue could not be determined, however, it is likely that the aer could not properly perform reprocessing due to the device failing the leak test as a result of an observed puncture/leak in the biopsy channel. The observed biopsy channel puncture/leak was likely the result of user handling/mishandling. The event can be prevented by following the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device was leaking at the biopsy channel and failed the leak test. The device evaluation found that the device could not be reprocessed properly. Additional findings include the following: the distal end had a cut on the probe / was missing cement at the forceps cover / had cement peeling from the probe, the bending section cover adhesive had a crack / was discolored and had degradation, the objective lens had a gap due to missing cement, the light guide lens cement was peeling, the forceps passage had scrape marks, all switches were not working (after aeration, all switches worked properly), the control body had an open scope cover / customer label on the grip, the electrical insulation was not to specification with a value of 0/500 megaohm (the issue was resolved after aeration), and the device had reduced angulation which was not to specification. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope failed the leak test, and was unable to be reprocessed in the medivator automated endoscope reprocessor (aer), manual cleaning and disinfection were done. The issue was found during reprocessing. There were no reports of patient harm.